Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the eject button was broken and the usb port was also broken. It was also noted that the device powered up with an error, requiring the replacement of the display flex. (B)(4).

Event description:
It was reported that the programmer had a broken eject button on its media processing unit (mpu). Follow-up determined that this would not keep the programmer from performing its essential function, but would make it more difficult to eject the modem. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.